Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black foreign substance was discovered in the intravenous (IV) line of a clearlink continu-flo solution set. This event was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.